Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The conclusion of successful implant surgery indicates that the gusher was corrected. The patient's device remains implanted. This is the final report.

Event description:
It was reported that the patient experienced a gusher during device implant surgery.